Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 398 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
There was no button error alarm and no button response due to corroded keypad traces. The pump was received with a cracked case at display window corner, a broken reservoir tube lip, a cracked belt clip slot, and a minor scratched display window.